Event description:
It is reported that the pt was revised in 2009, due to chronic dislocation. Implant date is unk.

Manufacturer narrative:
Eval summary - no product was returned for eval. Also, no x-rays and/or operative notes were returned for review. The pt's height, weight, and activity level are unk. Chronic dislocation may result from multiple conditions including (but not limited to): impingement, muscle tension laxity, pt non-compliance, and/or malpositioning of the acetabular components. X-rays were not returned which would allow analysis of the position of the acetabular shell. Based on the available info a definitive root cause can not be ascertained at this time. Eval - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation , the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.